Event description:
Dealer called and stated that allegedly the headtube broke off. The consumer has used chair for a few years. Consumer stated to dealer he was driving over knobby section of crosswalk., had on his seat belt and the wheel popped off and broke at the weld. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 3gtq3-cg, serial number/date (B)(4) is approximately 3 years, 3 months old. The owner's manual part number 1134791, rev.g(aug-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The reporter was contacted for additional detail of this incident. The consumer has used this device for a few years. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.